Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading rose from 177 to 400 mg/dl, which was treated with an infusion set change and manual injection. The customer declined troubleshooting assistance for the matter, advising that since she changed the infusion set, her blood glucose levels had been fine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.